Event description:
(B)(64. Same case as 2134265-2012-05750; 2134265-2012-05751; 2134265-2012-05752; 2134265-2012-05753; 2134265-2012-05754. Same patient as 213265-2012-03355, 2134265-2012-3356. It was reported that following a coronary artery stenting treatment procedure the patient expired. The target lesion was located in the proximal left anterior descending (prox lad) artery with 85% stenosis and was 10 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 16 mm study stent. There was incomplete stent expansion in the mid portion which was treated with post dilatation using a 3.00 x 12 mm quantum maverick balloon. Following post dilatation, residual stenosis was 0 %. In addition a long non-target lesion located in proximal right coronary artery extending to mid right coronary artery was treated with pre-dilation and placement of 2.50 x 20 mm taxus drug eluting stent. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the 50% isr of the previously placed study stent in prox lad and was treated with placement of a 2.50 x 8 mm ion stent. In addition, the diffusely diseased lad after anastomosis of svg to mid lad was treated with placement of three overlapping stents (2.50 x 12 mm distally followed by 2.50 x 32 mm followed by 2.50 x 16 mm in most proximal segment) from the distal lad extending up to the mid lad. In (B)(6) 2012, the patient was diagnosed with atypical chest pain. The event was considered resolved without residual effects and the patient was discharged. On 6 days later, the patient presented with chest pain associated with bilateral upper extremity pain. The patient was diagnosed with unstable angina pectoris and was hospitalized on same day. The patient was referred for re-do coronary artery bypass to the left anterior descending artery. The patient underwent CABG x 2 with svg to distal lad and svg to 2nd diagonal. During the same hospitalization, the patient developed ventricular tachycardia due to ICD and went into pulseless electrical activity. The patient developed respiratory problems and was intubated. The patient was found without palpable pulses, corneal reflexes, and spontaneous respirations and was declared dead. No autopsy was performed.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that during the (B)(6) 2012 hospitalization, the patient experienced fluid overload and was diagnosed with congestive heart failure. In (B)(6) 2010 the patient had a bi-v ICD implanted. The cause of death was ventricular tachycardia. The site has confirmed that the death certificate will not be available.

Manufacturer narrative:
(B)(4).